Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tgt3715/7797860, tgt3715/7797862) to repair a thoracic aortic aneurysm. It was planned that the left subclavian artery would be intentionally covered by a tag® device, so the lsa was coil embolized and axillo-axillary bypass procedure from right to left was performed before deployment. The final angiography revealed a proximal type I endoleak, and the physician elected to monitor the patient. On (B)(6) 2010, it was confirmed that the endoleak was resolved. The patient was discharged on the same day. Subsequent follow-up examinations showed no adverse event. However on (B)(6) 2012, the patient was emergently transferred to the hospital due to a descending thoracic aortic dissection which developed distal to the devices. It is unknown what caused the dissection, or which device was implanted most distal. On (B)(6) 2012, an additional procedure was emergently performed whereas two gore® tag® thoracic endoprostheses (tgt3720/9515588, tgt3720/9196972) were implanted distal to the originally implanted devices to repair the dissection. It was reported that the dissection was resolved and the patient tolerated the procedure. Subsequent follow-up examinations showed no adverse event. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.